Event description:
Information was received from a consumer regarding a patient receiving fentanyl, clonidine, bupivacaine and baclofen, dose and concentrations not reported. The indications for use were non-malignant pain and failed back syndrome-other. The patient was having the having the pump replaced on (B)(6) because the physician did not think the pump was working and it was due to be replaced. The morning of the report the patient woke up with a pain level of a 9. The patient was crying, shaky, throwing up and had cold sweats. The patient's bp (blood pressure) was 138/107. The patient stated they do take blood pressure medication. Per the patient the pump issues started a few months ago and had gotten progressively worse.

Event description:
Additional information was received on 01-jul-2016 from a healthcare professional and it was reported that the pump was delivering compounded baclofen (425 mcg/ml at 257 mcg/day), clonidine (1187 mcg/ml at 717 mcg/day), bupivacaine (21.9 mg/ml at 13.2 mg/day), and fentanyl (1450 mcg/ml at 876 mcg/day). The patient¿s medical history included low back pain, hip pain, congestive heart failure, degenerative disc disease/lumbosacral intervertebral disc, depression, facet syndrome, failed back surgery syndrome lumbar, gastric ulcer, hypertension, lumbago, myocardial infarction, osteoarthritis, posttraumatic stress disorder, spasm of muscle, spondylosis, ankle repair, c-section, hysterectomy, intrathecal trial, lumbosacral spine surgery, ¿sip implant¿, spinal fusion lumbar, tubal ligation, and an adhesive tape allergy. The patient¿s concomitant medications were ambien, aspirin, atorvastatin, oral baclofen, brilinta, oral clonidine hcl, doxycycline hyclate, escitalopram oxalate, metoprolol succinate, mobic, norco, prilosec, tazodone, triamterene-hydrochlorothiazid, and valium. On (B)(6) 2016, pump eri (elective replacement indicator) was 7 months. The patient was approved for pump replacement. The medication weaning protocol was initiated. On (B)(6) 2016 the patient was told she would need cardiac clearance before pump replacement could be done. The patient voiced understanding and agreed. The pump eri was 4 months as of (B)(6) 2016. On (B)(6) 2016 the patient had received clearance for the surgery. At the (B)(6) 2016 visit, the pump logs showed no abnormalities. The pump eri was 3 months. On (B)(6) 2016 they spoke with the patient about completion of pre-op lab work and the patient had an appointment set for the next day. She was going to stop taking her blood thinners on (B)(6) 2016. On (B)(6) 2016 the patient called and stated that she went in for the pre-op lab work for nothing as they did not have the orders so she was unable to complete the lab work. The patient also stated that she was unable to call until now because her ¿pump had went off and she needed to lie down. The bolus had made her drowsy. She left the lab to lie down in the back of the truck¿. The patient was told that if her boluses (via flex dosing) were affecting her that way then they needed to stop them to prevent her from injury. She then stated that this did not happen all the time and that the doctor told her pump was not working correctly. It was explained that this was all the more reason to stop the boluses prior to her surgery. Another appointment was being scheduled for the next morning for the lab work and the patient was told to come into the office after the lab work and they would evaluate the pump. The patient refused to come in for pump adjustment/evaluation on 02-jun-2016. She called and stated that she did not want to come because her boluses helped her a lot and they did not make her drowsy. She stated that yesterday she took valium while riding in the car and her driver was ¿driving like a maniac and making her nervous¿. Per the patient, the valium made her sleepy not the boluses. The patient was instructed to not take the valium. The patient was called on (B)(6) 2016 to make sure she understood the time, place, and how long she would be in the hospital. On (B)(6) 2016 the pump was replaced as planned. The patient was evaluated then and no signs/symptoms of the patient¿s complaint were noted. No intrathecal drug delivery system (idds) abnormalities were noted. The pump was working according to the idds logs.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4) no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received with the device from the healthcare provider. It was indicated there was no patient death, and no patient injury. The device was returned to the manufacturer on october 06, 2016.

Manufacturer narrative:
The pump was returned and analysis found no significant anomaly. Method code and conclusion code no longer apply.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.